Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device lot number pcq070, and no non-conformances were identified. Additional h3 investigation summary: it was received one needle insert in the labeled winding former of product code eh7242, pcq070 was received for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.